Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation of the device demonstrated that the device had declared end of life (eol), exhibiting a charge time of 30 seconds. 6 months prior, the device had exhibited a charge time of 12 seconds. A guidant technical services (ts) consultant recommended performing two manual cap reforms to see if the battery voltage recovers. To date, there have been no reported patient symptoms associated with this clinical observation.